Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead sensitivity was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead is possibly t-wave oversensing (twos). It was noted that there were two oversensed beats identified during a vs (ventricular sensed) episode. A programming change for the rv lead was made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had twos post bi-ventricular (bi-v) pacing that caused high rate non-sustained episodes.